Manufacturer narrative:
There was no reported injury in this case. Though still under investigation, varian has determined a MDR is appropriate as this issue is an apparent occurrence of misadministration. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
Therapist inadvertently resumed a patient treatment without entering the prior delivered dose into the appropriate impac field and with gantry still a 0 deg. Iec and no interlock asserted by treatment plan software. The therapist noticed the error after only a few mu had been delivered and terminated treatment.